Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had experienced syncope and had been feeling light headed. The patient was evaluated and noise was able to be reproduced on the right ventricular (rv) lead channel. The patient has not received any inappropriate therapy at this time. The plan to be perform a lead revision. It was reported that the pacing impedance measurements are in the 300 ohm range.

Event description:
Additional information indicates that this patient underwent a revision procedure and the patient's right ventricular (rv) lead was surgically capped and the patient was implanted with a completely new competitor's system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.